Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm b369038. 300-10-45 - equinoxe replicator plate 4.5mm o/s b390850. 300-20-02 - equinox square torque define screw drive kit b296653. 310-01-44 - equinoxe, humeral head short, 44mm (alpha) a488669. 314-23-02 - laser cage glenoid small, alpha b159406. 321-52-07 - 3.2mm drill bit sterile b397371. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty (tsa) on the left side. Subsequently, the patient's rotator cuff failed. As a result, the surgeon converted the patient to a reverse tsa. Patient was last known to be in stable condition following the event. No further information available.